Event description:
Based on social media posted on x patient reported, ¿I cannot wait till thursday I finally get a defibrillator and pace maker, I've been wearing a life vest since may, I hate it, I actually have blisters on my back from it, and can't put anything on it because mesh has to have direct contact to skin, im just afraid of defibrillator going off all the time do to palpitations and afib uggggh can't win.¿ there is no indication of medical intervention. Prior complaints have already been logged for the skin blister issue where there is no medical intervention. See crf 561682 and crf 580004 which were deemed not reportable as there was no evidence of medical intervention. Reporting out of an abundance of caution.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.